Manufacturer narrative:
(B)(4) date sent: 12/1/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Date of event: only month and year are known. It is assumed first day of the month (month) that the complaint was received. Additional information requested and received: were there any issues noted with staple formation in primary procedure? What color reloads were used throughout procedure?gold. What was the bmi/gender of patient? No information, around 40 only. Was buttressing material used? Was a leak test performed?oui blue. Are photos or video available? No. Approximately where and on which firing was the bleed identified on the stomach?1/3 on the top of the stomach. How was the hematoma diagnosed? How was it treated? Recovery with evacuation pain and deglobalisation. Was there a leak of gastric contents? Yes pigtail prostheses standard treatment posed by gastros. Were any specific vessels the cause of bleeding or was it the staple line? Stable line. What is the current patient status? At hospital for 1 month and half.

Event description:
It was reported that during a gastrectomy procedure, in (B)(6) 2016, the initial procedure (sleeve) went well but about two days after the surgery, the patient presented a hematoma. The staples were opened at 1/3 of the stomach, the presence of a clot preventing leakages. Patient was re-operated.